Event description:
As reported by the user facility: reports a chemo leak of taxol medication. The sets are pre-primed with saline and clamped with the slid clamp. After the nurse started infusing the taxol it began to leak near the slide clamp. This happened about 10 minutes after the set started infusing. The nurse noticed taxol dripping onto the floor.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.